Event description:
A clinician reported "slight redness and warmth around the IV site. The physician was contacted. The pt was given benadryl IV. Upon initial assessment of the IV site there were no abnormal findings. The catheter was flushed with saline. The client reported a stinging sensation. An infusion of a steroid was initiated. At the end of the infusion the clinician noted the redness around the site. The device was discontinued and another type of catheter was inserted.